Manufacturer narrative:
A supplemental MDR is being submitted due to new information received. Section b1, b5, d1, d4, d6, h4 and h6 codes (component code and device code) were corrected. H6 codes were added: type of investigation. Sections g6 and h2 have been updated. Section h11 was updated with product investigation conclusions. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a valve malfunction contributed to this adverse event. Investigation results indicate that procedural factors (difficulties with pushing on the inflation device during deployment, causing its tubing to kink) caused or contributed to the valve embolization during deployment. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), this was a transfemoral transcatheter aortic valve replacement procedure with a 26 mm sapien 3 ultra resilia valve. During deployment, the operator was unable to get all of the fluid into the commander delivery system (ds) balloon. This resulted in an under-inflation of the ds, and as the valve was only 75% expanded, it embolized to the ascending aorta. Upon deflating the balloon, it was discovered that the inflation device tubing was kinked. The ds was removed. There were no withdrawal difficulties experienced, and no damage was seen on the ds before or after removal. A 29 mm commander ds was used to over expand the embolized 26 mm valve and secure it in the ascending aorta with plans for surgery to be performed in the future. The patient remained in stable condition at the end of the procedure. The valve was explanted five days later. It was clarified that since the doctor had a difficult time pushing on the inflation device with just hands, they pushed it up against the table in order to inflate the ds. This caused the inflation device tubing to kink.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), this was a transfemoral transcatheter aortic valve replacement procedure with a 26 mm sapien 3 ultra resilia valve. During deployment, there was underinflation of the commander delivery system balloon due to a kinked inflation device. The valve was 75% expanded and embolized to the ascending aorta. A 29 mm commander delivery system was deployed to over expand the embolized 26 mm valve and secured it in the ascending aorta. There were no withdrawal difficulties experienced and no damage was seen on the devices before or after removal. The patient remained in stable condition at the end of the procedure. The valve was explanted two days later.